Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to confirm that the pump was not plugged in and to attempt several troubleshooting steps, but the pump did not turn on. Technical support decided to replace the pump, and the customer would use multiple daily injections as a backup to ensure insulin delivery was not interrupted.